Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code (B)(6).

Event description:
It was reported that during a knee surgery, a small piece of the tip of '2-0 novostitch' cartridge broke off inside the patients knee. An extra posterior lateral portal was required to removed the metallic piece under x-rays. The broken pieces were retrieved with an arthroscopic grasper. The procedure was completed with a competitor device. A significant delay greater than 60min took place, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately, and there were no indications to suggest the risk is not adequate. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.